Event description:
Same case as MDR # 2134265-2013-03009, 2134265-2013-03008. It was reported that during an angioplasty procedure, an automatic pullback failure occured. The target lesion being treated was located at the left main coronary artery. During intravascular ultrasound (ivus), an attempt was made to do an automatic pullback. The motor drive cogs were able to start up however, the sled was not actually retracting the catheter. The motor drive unit was disconnected. And was reconnected back to the sled to secure the connection, but the pullback was still unsuccessful. The sled was then removed and a manual pullback was done to complete the procedure. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years older. (B)(4). Device evaluated by manufacturer: the product could not be obtained for evaluation in the fremont cis, therefore the functional check and initial condition could not be performed. There is insufficient amount of information at the time of the investigation to be able to determine the root cause. The most probable root cause was unable to be determined (B)(4).